Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements showed three channels involved in a short circuit likely due to a minor damage to the active electrode. In addition, the three most basal channels have been disabled due to no auditory percept. No further steps are planned at the moment. The device remains implanted.

Event description:
The user reported a recent significant decrease in ability to hear with the device.

Event description:
The user reported a recent significant decrease in ability to hear with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.